Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
On (B)(6) 2023 an echocardiogram was performed however the patient's tr jet was not sufficient for a comparison with the cardiomems pressures to be performed. The site reported on 25 oct 2023 that they feel the cardiomems waveform accurately represents the patient's condition.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.